Event description:
My last shot of euflexxa in my knee was on (B)(6) 2025. On (B)(6) 2025 I developed a severe headache which as of today (B)(6) 2025 is still present. I have had to miss a lot of work, have numerous tests, CT scan, MRI, allergist, ent, chiropractor, neurologist, dentist. Been on several migraine medicines to control the headache as best as possible.